Event description:
The issue reported involved updating the time and personal settings of a device. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with updating the pump time, advised monitoring the situation, and instructed to follow up if the time discrepancy recurred. The caller understood the guidance provided.